Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributorr contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/07/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 12/21/2015 with the following findings: a visual inspection of the pump showed that there was no physical damage to the keypad cover. During investigation, the keypad buttons were inoperable. The keypad cover was removed and physical damage was found to the keypad flex. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.